Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) and infection at pod site. After taking the pod off, it normally takes up to two weeks for the site to heal and during that time the patient cannot wear the pod. They are going to see their doctor next week and will ask if there is anything they can do in order for the patient to wear the pod again. Patient was in the intensive care unit for two days. The patient¿s ic (insulin to carb) ratio had been modified and changed the setting through the day from 10 g/cho to 7 g/cho. The patient was treated with insulin drip and antibiotic called clindamysin and that was meant to be applied to the infection site for the next 10 days.